Event description:
The customer reported the following: a (B)(6) patient with a declared diagnosis of class 3 angina underwent a cardiac catheterization as an outpatient while connected to the avanta fluid management injection system. During the procedure, the site alleged that approximately 1ml of air was noted on the angiogram. The patient complained of chest pain which later resolved. Post procedure, the patient was admitted to the cardiac care unit for overnight monitoring. The patient was discharged to home the next day in satisfactory condition. No further treatment was required.

Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification and as intended. The injector continued to be in use daily since the reported occurrence until (B)(6) 2015 when a loaner avanta fluid management injection system was installed at the site per the customer's request. The disposables from the reported occurrence were discarded by the site and therefore not available for evaluation. In addition, lot numbers were not provided; therefore testing of retained samples was unable to be performed. A bayer clinical support specialist provided retraining to the staff on the following dates, (B)(6).